Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to out of range impedance measurements. No adverse patient effects were reported. The lead remains in service.